Event description:
Information received indicating that this cadd solis hpca delivered extra doses of medication to the patient. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: one cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log reviewed. However, the date of incident was not provided. The most recent delivery in the event log showed no extra dosage was recorded. The pump ran correctly according to the customer's delivery settings. Multiple "invalid security code entered" messages were recorded. Visual inspection and testing performed for any signs of function and pressure failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Service's trimmed the pump expulsor as a preventive measure to bring the delivery into more nominal of a range. The root cause of the issue is unknown.